Event description:
During a coronary drug eluting stenting treatment procedure, a size discrepancy was encountered. The physician implanted a taxus express2 8.8% 3.0 x 16 mm drug eluting stent without complications. The physician thought the stent appeared longer than 16 mm. The physician inserted a 15 mm length balloon inside the taxus stent. The marker bands were compared and the physician determined that the taxus stent was longer than 16 mm. All labels on the package and on the product indicated a 16 mm length.